Event description:
A pt reported taking too much insulin because their one touch meter was reading inaccurately. The event occurred 3-4 weeks before the date of this report. Pt unable to provide the exact date of event. On the event day, pt had blood glucose of 120mg/dl at 05:00am on ot meter. After taking their morning set dose of insulin pt ate breakfast. At 10:00am pt started experiencing blurring of vision, headache, and shortness of breath while having blood glucose of 485mg/dl on ot meter. Based on meter result, pt took an unknown dose of regular insulin per their sliding scale. One hour later, pt was still experiencing the same symptoms and had blood glucose of 60mg/dl on ot meter. At noon, pt was still experiencing the same symptoms and had blood glucose of 484-500mg/dl on ot meter. An ambulance was called at 12:30pm and pt was transferred to hosp where they were admitted for 4 days. Pt reportedly had blood glucose 500mg/dl when they arrived at the hosp. While at the hosp the ot meter was compared to an accucheck meter on two different occassions. Resulted were similar in one occasion. The pt had been unable to provide any further info.